Event description:
It was reported that customer experienced recurring large air bubbles and gaps, about 4 to 6 cm in size, in infusion set tubing between t:lock and patient, which appeared during pumping and required tubing to be primed at least twice a day for about a year, leading customer and parents to mistrust pump system functionality. There was no adverse impact to the customer¿s blood glucose level. Customer used room temperature novorapid insulin, followed correct filling and loading technique verified by healthcare provider and sales representative, had no issues with infusion site, and currently used a replacement pump, and technical support assisted caller in loading new cartridge using proper technique and confirmed that insulin therapy could be resumed, while family planned to send pictures of cartridge and tubing issue for further evaluation and no additional information was received regarding final outcome of event.